Event description:
On july 6 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that the meter began reading inaccurately ¿over two years¿ prior to contacting lifescan. The patient could not provide any specific meter readings. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported during the follow up call that due to the alleged meter issue he developed ¿hypoglycemia to the point of dizziness where he wrecked his vehicle¿ however could not specify when the reported symptoms occurred. The patient reported that ¿on various dates over the past two years¿ he visited his doctor¿s office where he received advice about his insulin dosing and had blood glucose tests performed on a clinic meter, however could not specify the results obtained. During troubleshooting the cca noted that the patient was unable to confirm if the meter was set to the correct unit of measure or if the test strips had been correctly stored. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.